Event description:
Info received indicates when the pt was transferred to the stretcher, the top of the stretcher tilted.

Manufacturer narrative:
The tech found the hydraulic cylinder was bent. He replaced the hydraulic cylinder to repair the bed.